Manufacturer narrative:
Updated data: b4, g3, g6, h1, d8, d9, h3, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions). Additional email: (B)(6). Correction: e1 (initial rep name), e2, e3, e4, g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 16 apr 2025. The failure analysis and testing dept. Received part number 0104-00-0031 with a reported unit failure of the drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Drive manifold test fails due to a vacuum leak differential pressure of 29mmhg. Refer to CAPA 1406400, for more information regarding additional investigation details.

Manufacturer narrative:
Due to character limit in the e1 section event site address, the full event site address is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had coiled cabel and failed drive manifold test. There was no patient involvement.